Event description:
The medical surveillance specialist (mss) has reviewed the customer care advocate (cca) documentation. On 02/28/09, the reporter (pt's wife) contacted lifescan (lfs) alleging that her husband found a crack on the meter's display two days prior, morning. The meter reportedly was leaking ink and the pt was unable to test with his meter. The pt reported, started to throw up and was sweating 5-6 hours after discovering the display issue. He also skipped his insulin (humalog and lantus) at 3 pm that day. Later the same night, the pt received a blood glucose test result that was "over 400" on the ems meter and was then hospitalized. It was noted that the pt was treated with insulin. It was not specified how long the pt was hospitalized. This complaint is being reported because the pt allegedly became hyperglycemic after not being able to test on his meter, due to the cracked meter display. The pt was hospitalized and treated with insulin. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.